Event description:
Medtronic received information that during the loading of a transcatheter bioprosthetic valve with this delivery catheter system (dc s), the deployment knob of the dcs separated while closing the capsule around 1/3 and 1/2. On inspection of the dcs it was found that the tab holding the handle of the dcs together was snapped but did not completely break off. Another dcs was used for the implant procedure. No patient involvement with the faulty dcs was reported. Note: the loader was a nurse that was learning how to load.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the handle appears intact. The deployment knob appears to retract and advance the capsule. The trigger moves to fully advance and retracted positions and locks in place when released. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. The capsule appears intact with no evidence of damage. The inner member shaft and spindle hub appears intact with no evidence of damage. At this point the deployment knobs were separated by the analysis technician. One of the tabs has a hairline fracture at the point where the tab protrudes from the deployment knob. One of the tabs has a stress mark at the point where the tab protrudes from the deployment knob. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Actuator separation is typically associated broken or damaged snap fit tabs, either one tab or both, which hold the handle together. An actuator separation will prevent loading and/or deployment through normal use. The subject device was returned and evaluated confirming that the deployment knobs were separated, as one of the tabs has a hairline fracture at the point where the tab protrudes from the deployment knob. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.